Event description:
This pt was being fitted for a new encasement for her hearing aide. The audiologist inserted the oto-dam into the pt's ear and inserted the silicone medium. When attempting to remove the device, a portion of the silicone remained in the ear canal. The audiologist attempted to remove the piece without success and then brought the pt to the ed. A physician tried to remove it also without success. The audiologist then took the pt to an ent specialist who attempted removal without success. It was then determined that the silicone would need to be surgically removed. The pt is scheduled for surgery today.